Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip noted. Minor scratches on lcd window, cracked case at lcd window corner, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported the insulin pump was broke. The top part where the reservoir is put was broken. Customer stated blood glucose was 40 mg/dl, treated with trail mix and french fires, and current was 53 mg/dl, treated with orange juice. Customer stated damage occurred while she attempted to insert the reservoir a piece fell off. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.